Event description:
It was reported that when a patient was scanned for injuries sustained in a motor vehicle accident, the radiologist read the images as dissection of the aorta. The patient was then trasferred to another hospital and rescanned on another CT system using cardiac gating. No dissection was noted on this scan. The images were scanned at 5mm slice thickness. Prior to the transfer of the patient to the second hospital, no additional scans or recons were done for thinner slice and no multi palnar reformat of 3d images were done to rule out artifact. Helical motion artifacts and how to verify them are well documented in the CT literature. Serious injury was not reported related to this event. The concern is for necessary medical treatment or surgery.